Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the lancets were missing from the onetouch ultra2 meter system kit. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with oral medication along with diet and exercise and she denied making any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that the patient ¿blacked out¿ approximately 3 minutes after trying to locate the lancets. The reporter denied that the patient received any form of medical intervention. At the time of troubleshooting, the cca noted that were lancets were not missing. They were located in the carrying case compartment. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the missing lancets and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.